Event description:
Pt's one touch ultra meter was reading inaccurately high. Medical affairs specialist had called and left a message for the reporter and the pt in 2004, but there was no response back. A letter will be sent to the address provided. Based on the initial info, the pt had received a result of 489 mg/dl on their meter. Family member had called the ems since the pt was incoherent and within 10 minutes of the meter result the ems meter result was 36 mg/dl. They had taken insulin (type and dosage is unk) following the use of their meter. They were placed on IV glucose and taken to the hosp, where their blood glucose was monitored until the next morning. During troubleshooting, it was verified that the meter was in the correct unit of measurement and was coded correcly as well. The pt's testing and cleaning technique were also correct. The teststrips were in good condition and within expiration date. However they did not have any control solution to check out the meter and test strips. This case is reported as an adverse event since the pt had suffered a serious injury after basing treatment on the meter reading.